Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. Review of the device history record(s) showed that parts were inspected and conformed to synthes incoming final inspection. There were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
It was reported by sales consultant that the prongs tip was missing on an unknown date. It was also reported that the device did not malfunction during surgery while being used on a patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. According to the additional evaluation (service history review), the item was received with the prong tip missing. No service history can be performed because the item has not previously been in for service. There is no information relevant to the complained issue.